Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. Information references the main component of the system and the other applicable component. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. Patient stated that they knew another person who had the stimulator removed due to an issue. There was something wrong with the leads in the spine. The caller stated the device was taken out last year. Patient did not know this persons' name, information, device information or any further information. No further complications were reported/anticipated.